Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred following implantation of a superflex aspheric 920h intraocular lens (iol). The event description provided states that the pt's visual outcome post-operatively is not as intended.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses limited. The lot number of the superflex aspheric 920h iol was provided to rayner by the healthcare facility. A review of internal records identified that the lot number provided was incorrect. The healthcare professional has been asked to review the pt's records and if possible, provide a copy of the implant sticker. In order to further investigate the report rayner has asked the healthcare professional to provide the pt's refraction and biometry prior to surgery, the calculations utilised to order the implanted lens, the post-operative biometry and refractions (if taken at multiple dates), date of implantation and the last refraction, details of any other prior optical surgical history that could affect the outcome, such as lasik and any relevant ocular history. To date, no response has been received from the reporting healthcare facility. The healthcare professional advised rayner in his notification that the pt's second eye was to be operated on (B)(6) 2014. Any further info we received and the results of any add'l investigation actions performed will be provided in a follow up report.